Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. Model #: unknown/ not provided. Serial#: unknown/ not provided. Catalogue#: unknown/ not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Telephone number:(B)(6). The devices were not returned for evaluation. Therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records, complaint trending, and risk documentation for the devices will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer asked to pick-up broken lenses that they had on site. It is unknown how many lenses they are reporting and their serial numbers are not available. No further information was provided.

Manufacturer narrative:
Correction: report was submitted without procode. Procode is hql.